Event description:
The account alleged the head of the bed moved on its own. No patient impact.

Manufacturer narrative:
The account found the patient right side rail cable was not plugged in properly. The account reconnected the patient right side rail cable to resolve the issue.